Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis. The patient stated he was concerned that the device was not properly placed. The urologist could not get it to work correctly while showing the patient how to operate it. The patient indicated his genital area was now sore because he had been trying vigorously to get the device to function properly. The patient requested additional literature and assistance with activating his device.